Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, white calcification on the shell, yellow particles on the shell, a curved opening on radius, and brown particles in the shell. Leak test and microscopic analysis was performed which identified: a crease sharp opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Event description:
Operative report indicated right side capsular contracture, baker grade unknown.